Event description:
A nurse reported that a 67-year-old male received a lens implant of a ceeon lens model number 890f diopter 20.5 in his left eye. On 1/20/1999, it was noted that the lens was dislocated. An adjustment was attempted, but was unsuccessful. On 1/29/1999, the lens was explanted and a new lens was implanted. The pt is doing well post-operatively. The investigation results of the intraocular lens indicated that no deviations could be identified and this lens met release criteria.